Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 13 in the patient's mouth, insufficient bone quality/quantity was observed. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 13 in the patient's mouth, insufficient bone quality/quantity was observed. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).